Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery, they noticed that a problem with the injector. Apparently, during preparation, the implant got stuck in the tip of the injector, and the plunger damaged the implant, making it unusable. And the same thing happened with the back-up implant. Additional information has been requested and received stating that the surgeon explained that the blue stem had gone under the implant and bent it ¿like a pancake¿, damaging it and making it unusable. On the 2 devices, he put another implant in its place.